Event description:
Customer reported a pod whose cannula was not inserted properly. This resulted in his blood glucose reaching into the 400s mg/dl. The pod was discarded.

Manufacturer narrative:
Device was discarded and we are therefore unable to assess the pod's condition. A cannula that is not inserted properly may indicate a deployment issue, or the cannula may have dislodged. The lab, however, cannot determine if the cannula dislodged from the customer's skin. No malfunction can be determined. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advises that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hours of monitoring and administering correction boluses, if bgs still remain high, the user guide instructs to change the pod using a new vial of insulin and to contact an hcp for guidance. Product lot qualification records could not be reviewed since no lot number was provided.